Manufacturer narrative:
(B)(4). This event involves five baxter products. This medwatch is being submitted for the fifth of those five products. As the patients discard supplies after each therapy, the sample was not requested.

Event description:
The home patient (hp) contacted baxter's (B)(4) to request assistance ending therapy while in the first fill cycle of therapy. The patient's fill volume was 944 milliliters. The patient stated that he started therapy empty. The hp just started back on the homechoice therapy that night after a month and the fill was bothering his pubic area. The hp stated he had a lot of fibrin in his patient line and was not going to be able to drain with so much fibrin. The technical service representative (tsr) assisted the patient to end therapy. The following information was obtained from the patient's nurse: on (B)(6) 2010, the patient performed one pd exchange with pd4 ambuflex. On (B)(6) 2010, the patient was admitted to the hospital for discomfort, shortness of breath and fever. The patient was diagnosed with peritonitis although no cultures were performed. The patient was treated with antibiotic therapy (unknown). On (B)(6) 2010, the patient was discharged from the hospital and the event of peritonitis, discomfort, shortness of breath and fever had resolved. An overfill situation did not occur. At the time of this report, the patient remained on hemodialysis. No further information was expected.

Event description:
It was reported that a pt underwent an episiotomy repair procedure after a vaginal delivery in (B)(6) 2010 and suture was used to sew the skin of the membrane with continuous sewing. Ten days after surgery, suture end extrusion was observed. The suture tracts were not healed well. The operating physician had to remove the extruding sutures. Infrared photo-therapy was used to facilitate and promote wound healing. The episiotomy incision has healed one month after the episiotomy repair. The pt is now fine.

Manufacturer narrative:
(B)(4). This is report 5 of 5 associated with this event.the cause for the peritonitis in this incident was undetermined. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.